Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed faulty battery tray. Analysis replaced tray 5 battery pack and verified voltage under load. System check was good. O-arm operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside a procedure. It was reported that the site's imaging had, "no power, not booting up, and continuously beeping." Biomed was unable to answer if a hard reboot was attempted, or if anything happened when the power button was pushed, whether that was the image acquisition system (ias), mobile viewing station (mvs) or mvs/ias, what the led status of the batteries indicated. He did report that it was on wall power overnight. This occurred during set up for a case. No patient was present.